Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision due (B)(6) 2017, asr xl, right. Reason for revision : pain / noise / alval/soft tissue reaction. Update: alert date 24 jan 2017. Added product code and amended lot number, added manufacture date and facility for cup. Added product code and lot number, added manufacture date and facility for stem. Update 15jun2017: additional information received from crawford, as per review of the new information there is no update to the com.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received from kennedy. Received part and lot information. Updated the head part and lot information as well as the date of implant. There is no new information added that changes the MDR decision. This complaint was updated on: (B)(6) 2017.

Manufacturer narrative:
Asr revision due (B)(6)2017. Asr xl, right. Reason for revision : pain / noise / alval/soft tissue reaction. Alert date: (B)(4) 2017 update 15jun2017: additional information received from (B)(4), as per review of the new information there is no update to the com. Update jul 21, 2017: additional information received from (B)(4). Received part and lot information. Upated the head part and lot information as well as the date of implant. This complaint was updated on: 08 aug 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.